Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2010 to report that pt experienced a failed sensor two days after insertion. Pt's mother reported that the sensor was broken upon removal. Pt was fine at the time of her mother's call.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.